Event description:
Customer reported one sar-cov-2 tma run, (B)(6), using assay lot 274448 on panther instrument sn (B)(4) which had discrepant samples. Customer retested some positive samples on a different platform where they resulted as negative.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument or assay performance issues; this wl was valid with expected kinetic values and consistent negative/positive controls. Pas was unable to determine if these samples were truly positives or contaminated by sample-mishandling. Pas relayed this information to customer. No further issues reported. (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.